Manufacturer narrative:
Device evaluation: analysis was completed for the computer that was returned. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. During testing the computer booted normally to the application screen. No exams were stored on the system but the ear, nose and throat (ent) application started and ran normally during burn-in testing. No software unresponsiveness was observed. Testing passed for the computer. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer but was under analysis at the time of filing. FDA result code and FDA conclusion code apply to the testing and system checkout completed on the navigation system, while FDA result code and FDA conclusion code apply to the pending analysis results for the returned computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the site was loading a disk, the system showed an error message ¿scans had to be removed.¿ the site deleted a lot of scans and they had 80% available space. The system was still moving slow and under performing basic movements. There was no patient present when this issue was observed.